Manufacturer narrative:
(B)(4). Additional information requested regarding this event however, no additional information received at the time of this report. This catalog number is not sold in the us. However, the component reported in this event is included in other kit configurations that are sold in the u.s.

Event description:
The customer alleges that after usage of the dilator it seems that the tip of the dilator got broken. It is unclear as to the location of the tip. The cvc was placed.

Manufacturer narrative:
(B)(4). Correction - the condition of the patient is reported as well/fine. No serious injury. The report that the dilator tip broke during insertion was confirmed through visual examination of the returned sample. The tip of the dilator was found to be deformed with a 2 mm x 1 mm void at the opening. The material adjacent to the void was pushed back and had a whitish appearance that is characteristic of stress. A device history record review was performed on the dilator and did not reveal any manufacturing related issues. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.

Event description:
The customer alleges that after usage of the dilator it seems that the tip of the dilator got broken. It is unclear as to the location of the tip. The cvc was placed.